Manufacturer narrative:
Patient age/date of birth and weight are unknown. (B)(4). Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient specific plate for mandible matm (cmd) does not fit. The guides fit perfectly on the model but the plate did not. The failure was detected pre-operatively on (B)(6) 2016. The surgeon decided to try the plate during the surgery (on an unknown date); it was reported the surgery was quite difficult. The surgeon was able to drill the holes using the proper fitting guides and then fasten the plate well. Clinically he was not able to verify any inaccuracy. There was a problem with the cutting guide for the fibula; the wedge osteotomies were so tight that it was not possible to detach periost from fibula to do the osteotomy. Thus the surgeon was not able to use the guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint or a malfunction against this device. Additional information received indicated that there was no problem with the plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint or a malfunction against this device. Additional information received indicated that there was no problem with the plate.